Manufacturer narrative:
Concomitant medical products: 407645 lead implanted: (B)(6) 2017, 429878 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their pulse was lower than the programmed lower limit and that they had been experiencing "slow heart rates and light headedness." The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.